Event description:
Medtronic received information that during implant this transcatheter bioprosthetic valve was positioned too deep, resulting in moderate aortic paravalvular leak (pvl). A second valve was implanted valve-in-valve, resolving the pvl, with no adverse patient effects reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the information available. In this case, the pvl was most likely the result of the low positioning of the valve during implant as it was reported that the valve was implanted too deep. From the information provided, the implant depth of the valve is unknown. A root cause of the low implant depth could not be determined from the limited available information, however positioning difficulties/ inaccurate delivery is often influenced by the patient anatomy or user technique.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed or if additional information is received. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.